Event description:
Subject was admitted with a ruptured aneurysm in the left mid cerebral anterior artery. Aneurysm measured 8x4x4mm (height/width/length). The patient had an hh grade of 2. There were several coils placed in the aneurysm. Two cordis coils (637cf0824 and 637mf0407) lots unknown and gdc coils (MFR. Boston scientific) unknown quantity. There was desired occlusion obtained, however, it was reported that a thromboembolic complication transpired during procedure. Anti iib/iiia medication was administered. The procedure was stopped because of angiographic occlusion and patient/procedure complications. The relationship of device(s) to the thromboembolic event was made possibly related.

Manufacturer narrative:
The product will not be returned for evaluation and testing. This is one of three products involved in the same patient and reported under manufacturing number 1058196-2006-00095 and #1058196-2006-00106.